Event description:
During an ovarian-cyst-extirpation (dermoid) floseal was applied. After a few days, the patient reported about underbelly pain and relaparoscopy was performed. On the peritoneum "particles" were detected. Histological examination revealed that the particles were containing gelatin. It is unknown if these particles represent an epiphenomenon or, if they are the reason for the reported symptoms. This case is the same adverse event as floseal ae. A subsequent review of the case determined that a floseal endoscopic applicator was used and is the reason for this complaint to be opened.

Manufacturer narrative:
A recall is being conducted as a precautionary measure due to discoloration of the floseal material noted in six (6) non-medical complaints (two reports being of the same case). The initial investigation of the complaints noted that the cleaning process associated with the over-molded stainless steel sleeve, contained in the floseal endoscopic applicator, performed at the supplier was not consistently followed. Furthermore, a toxicology analysis for the discoloration of the floseal product was conducted. The analysis revealed presence of metal particulate matter in the discolored floseal product. Additionally, the metal particulates were identified as chromium, iron and nickel. However, the measured levels of these metals in floseal were noted to be lower than the toxic dose cited to cause a tumorogenic and/or inflammatory-type reaction. A comprehensive investigation is currently being performed to further realize and document the root cause of this issue. An internal product hold was placed on the disposable floseal endoscopic applicator globally. Additionally, an on-site supplier assessment has also been completed by baxter. Furthermore, in order to resume production, the following short-term actions are being taken: baxter bioscience is in the process of validating an additional cleaning process at a 3rd party supplier to ensure the cleanliness of the product. Baxter bioscience will also update the product requirements specification to reflect this new cleaning process, along with defined acceptance criteria. As part of this specification change, additional incoming inspection requirements will be defined to ensure the ongoing quality of the product. (Please see the attached baxter medical director assessment). Note: this event is being conservatively reported as a 5-day report as we have determined the need for recall and communicated to the FDA under baxter fca on 31-jul-2008.